Manufacturer narrative:
H6: method : requested clinical isolate from user for evaluation. Routine monitoring of complaint history and performance trends to ensure performance is within claims. Overall oxacillin performance of dried pos panels is acceptable. Requested clinical isolate has not yet been received by manufacturer for evaluation.

Event description:
Single account reported to dade behring that they observed a clinical s.aureus isolate oxacillin mic discrepancy. The account obtained oxacillin-susceptible results on the dried pos mic panel type 21 panel. Account obtained an oxacillin-resistant results on a secondary method (oxacillin screen agar) for the clinical isolate. The suspectible result was not reported for the patient; account confirms all results with secondary method. There was no report of adverse health consequences to the patient as a result of the false suspectible results being obtained.